Event description:
A home patient reported three incidents of the minicap falling off of their transfer set during use. The patient noted nothing unusual with the caps and noted that they connected them securely at the time of application. Patient indicated no further incidents have occurred. Per the patient no injury or medical intervention was associated with this incident.